Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Customer stated :"I wasn't told it was on a patient at the time."

Event description:
It was reported that the bag leaked an iron medication onto the pca module. The facility biomed stated;"I don't know how the leak happened. I am pretty sure it was going to be connected to another pump because iron is not something you would use a pca to infuse. I wasn't told it was on a patient at the time. But, I am fairly confident the medication that leaked on to the pca was not intended for use with the pca that I sent to you for repair."

Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however customer provided that the event occurred on an adult.

Event description:
It was reported that the bag leaked an iron medication onto the pca module. The facility biomed stated;"I don¿t know how the leak happened. I am pretty sure it was going to be connected to another pump because iron is not something you would use a pca to infuse. I wasn¿t told it was on a patient at the time. But, I am fairly confident the medication that leaked on to the pca was not intended for use with the pca that I sent to you for repair." It was later reported by the rn that stated; ¿we found the lvp stuck to the pcu and then discovered the substance." The customer suspected that the bag leaked at an unknown location however not certain if bag or tubing leaked. "There was no report of impact to the adult patient provided by the customer. The event occurred on the intensive care unit